Manufacturer narrative:
During an aaa procedure, the markerbands of a super torque catheter dislodged from the catheter, the markers did not remain in the patient. The surgeon decided to try other devices outside the operating table. The user experienced the same problems with the other two devices from lot 15200954 and one from 15358012. There was no reported patient injury. The products were inspected and prepped according to the instructions for use. Nothing unusual was noted about the devices prior to use. The access site was moderately calcified. The target lesion was moderately calcified, moderately angulated and had moderate vessel tortuousity. The devices were not re-sterilized. The devices were inserted on a wire through the csi. The procedure was successfully completed with other devices. No additional information regarding patient, lesion or procedural characteristics regarding this event has been provided and the products were not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Since the products or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00573, 9616099-2011-00574, 9616099-2011-00575, and 9616099-2011-00576.

Manufacturer narrative:
Three devices with the same catalog and lot numbers were used in this complaint and a 4th product of the same catalog number with lot number 15358012. Please note that the markerband of the catheter dislodged. This device is available for testing and evaluation but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00573, 9616099-2011-00574, 9616099-2011-00575.

Event description:
The report received from the affiliate indicated that during an aaa procedure, the markerbands of a super torque device detached from the sheath in the first case, using with first device with lot # 15200954. Fortunately, the markers did not remain in the patient's body. This device, the only used on a patient, was discarded. The surgeon decided to try other devices outside the operating table. The user experienced the same problems with the other two devices from lot 15200954 and one from 15358012. There were no adverse patient consequences. (B)(4). The products were inspected and prepped according to the instructions for use. Nothing unusual was noted about the devices prior to use. The access site was moderately calcified. The target lesion was moderately calcified, moderately angulated and had moderate vessel tortuosity. The devices were not re-sterilized. The devices were inserted on a wire through the csi. The procedure was successfully completed with other devices.